Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B09703) for female sterilisation. The patient had a medical history of adenomyosis, iron deficiency anemia, abdominal pain, menometrorrhagia, obesity, hypercholesterolemia, hypothyroidism, parity 3, multi gravida, vaginal bleeding and heavy menstrual bleeding. Previously administered products included: depo provera and mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1058 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: procedure: fluoroscopy was provided for hysterosalpingogram. Findings: contrast was injected demonstrating bilateral tubal occlusion. Impression: bilateral tubal occlusion. No spillage [pathology test] on (B)(6) 2015: surgical pathology report: tissue : uterus and bilateral fallopian tubes clinical diagnosis : excessive and frequent menstruation, patient is status post essure tubal sterilization. Final diagnosis : uterus and cervix, excision: endocervical nabothian cyst formation, benign. Proliferative phase endometrium, benign. Myometrial adenomyosis, benign. Partial intrauterine septum (identified grossly}, benign bilateral fallopian tubes: left fallopian tube benign para tubal cyst. Bilateral proximal fallopian tube essure metallic device gross description: both the right and left fallopian tubes: show the metallic spring-like structures located near the body of the uterus within the lumen of the fallopian tube. These extend into the uterus proper. No further lesions of the fallopian tubes are identified, excepting for the aforementioned cysts. Microscopic : the left fallopian tube shows a benign para tubal cyst. The right fallopian tube shows congestion, but is otherwise normal histologically. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history,lab data,patient information,lot no.,removal date,event onset date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 304 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure related surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 304 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B09703) for female sterilisation. The patient had a medical history of adenomyosis, iron deficiency anemia, abdominal pain, menometrorrhagia, obesity, hypercholesterolemia, hypothyroidism, parity 3, multi gravida, vaginal bleeding and heavy menstrual bleeding. Previously administered products included: depo provera and mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1058 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: procedure: fluoroscopy was provided for hysterosalpingogram. Findings: contrast was injected demonstrating bilateral tubal occlusion. Impression: bilateral tubal occlusion. No spillage [pathology test] on (B)(6) 2015: surgical pathology report: tissue : uterus and bilateral fallopian tubes clinical diagnosis : excessive and frequent menstruation, patient is status post essure tubal sterilization. Final diagnosis : uterus and cervix, excision: endocervical nabothian cyst formation, benign. Proliferative phase endometrium, benign. Myometrial adenomyosis, benign. Partial intrauterine septum (identified grossly}, benign bilateral fallopian tubes: left fallopian tube benign para tubal cyst. Bilateral proximal fallopian tube essure metallic device gross description: both the right and left fallopian tubes: show the metallic spring-like structures located near the body of the uterus within the lumen of the fallopian tube. These extend into the uterus proper. No further lesions of the fallopian tubes are identified, excepting for the atorementioned cysts. Microscopic : the left fallopian tube shows a benign para tubal cyst. The right fallopian tube shows congestion, but is otherwise normal histologically. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.